Manufacturer narrative:
Concomitant product(s): product ID: 5076-52 lead, implanted: (B)(6)2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a warning for low impedance that lead to a polarity switch. Additionally, there was atrial oversensing that appeared to be far field r-wave (ffrw) oversensing in both unipolar and bipolar. It was further reported that the patient was experiencing ventricular safety pacing due to oversensing of the atrial output on the right ventricular (rv) lead. Reprogramming was done that mitigated the oversensing on both leads and they remain in use. No patient complications have been reported as a result of this event.